Event description:
Additional information received reported that the patient "was getting better relief at much lower doses", following the event/catheter change. The exact location of the catheter issue was not ascertained. A new catheter was put in, and the old one was not explored. The healthcare provider just noted that they could not aspirate the catheter. The provider did not remove the old catheter out of concern for potential spinal leak post op. The patient did not display any symptoms, as they were on "extensive oral therapy, so obvious signs" of the catheter issue would have been masked. It was also noted that the patient also had a vertebroplasty during this period.

Event description:
It was reported there was a routine pump replacement for impending battery depletion scheduled. The catheter was found "non patent in." A new catheter was put in and the old one was not removed. It was tied off and left in place. The outcome was unknown. It was noted there was no acute withdrawal reported. The pump had a combination of dilaudid, baclofen and clonidine. They resumed with dilaudid only. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter, model # 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). All previously reported device codes will be updated/corrected to those listed above.